Manufacturer narrative:
This product is not marketed in the us. One similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo 12.6, -18.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Elevated iop (28 mmhg) without pupil block and angle closure were assessed on (B)(6) 2019. Reportedly patient is "under dorzolamide and timolol eye drops, twice daily. Vault is 350." Lens remains implanted. Per patients last visit, (B)(6) 2019, iop 20 mmhg, "continuing anti glaucoma medication and stopped steroids. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).